Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod for more than 48 hours on the leg. The pod was leaking insulin. They changed the pod out and did a 16 unit correction with insulin.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula found it to be flattened. It could not be conclusively determined when or how this damage occurred. Despite the damage to the soft cannula, fluid was still able to flow through the entire fluid path during investigation. A leak test was performed and no leaks or tears were observed in the fluid path. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No damages or defects were observed that would result in fluid leaking from the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.